Event description:
On (B)(6) 2016, I had a pump 0 gram test done to check my medtronic pump for malfunction. They used a gadolinium based contrast, the contrast was super bolos through my epidural space. The gadolinium went to my brain and caused chemical meningitis. I was in the ICU for three days and the hospital for four more days. It has been nine months and I still can't drive a car or read the paper. I have brain trauma that affects my vision, brain fog, and a constant ringing in my head and flu like symptoms. It is still a mystery how the gadolinium broke the blood brain barrier. "Was it the bolos device the doctors used or was it the gadolinium." I need some help on this one.